Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reza1857 showed no other similar product complaint(s) from this lot number. A lot history review (lhr) of rezc0841 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. Device not returned.

Event description:
It was reported fracture of the catheter and extravasation of the solution to be infused in 2 occasions. This event occurred in the beginning of (B)(6). It was reported as a partial fracture and the leakage was reported to have occurred internal to the patient.